Event description:
Customer obtained a result of 186 mg/dl on her accu-chek compact meter in comparison to a professional meter result of 102 mg/dl. Results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.